Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es patient data was not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that none of the patients were showing up on one machine. A technical support specialist (tss) had checked the log files, which indicated a space issue. Upon reviewing the database, it was found that the size had reached 10 gb. The tss performed a shrink and reindexed operation on the database. After this, the patients began appearing on the station. The system was kept under observation over the weekend. The customer was contacted to check the status and confirmed that everything was working as expected. The issue was resolved, and permission was granted to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient data was not showing up. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.